Manufacturer narrative:
Concomitant medical products are unknown at this time. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was unable to establish communication with the external devices and the patient lost stimulation. The issue was confirmed by manufacturer representative. Surgical intervention may be taken at a later date to address the issue.